Event description:
The pump had a fast flow. The pump was empty after 31 hours and 25 mins. The pt is "ok." Fill volume 270 ml.

Manufacturer narrative:
The info contained herein is based on the info provided by the initial rptr. The report stated that the pump had infused too quickly. The actual device was reported to be available, but has not yet been received. This complaint is under investigation.